Manufacturer narrative:
Findings: reliability analysis inspected 5 opened/used sensors and performed visual inspection and found 1 of 5 sensors with cannula broken, missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 4 remaining opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 2 of 4 sensors failed, 1 of 4 sensors failed for no isig reading. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec. 2nd sensor failed due to low readings 2 remaining sensors passed per specification with accurate readings.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/gl. The customer cannot connect sensor to the pump. The customer gets 0.0 signal and isig is 0 constantly. The customer was advised that we will send 2 sensors. The customer was send new minilink and will return the minilink that is not working.